Manufacturer narrative:
The device was returned for analysis. The reported ¿plunger was removed, the suture was not present¿ was observed as a link detachment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture/link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a the left common femoral artery was attempted using a proglide device with a 7f sheath after an endovascular therapy interventional procedure. Reportedly, when the plunger was removed, the suture was not present. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.